Event description:
It was reported that the customer accidentally delivered a bolus they did not need. The customer's blood glucose (bg) level subsequently decreased to 45 mg/dl. Customer consumed carbohydrates and glucose gel to address bg. Customer went to the emergency room; however did not receive any treatment. Recommendation was made to consult with healthcare provider regarding diabetes management.